Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal end of the stent. The proximal stent struts were pulled back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.

Event description:
Event determined to be reportable based in analysis approved 1/16/2007: it was reported that during a drug-eluting stent placement procedure, the taxus liberte 4.0mm x 20mm stent was unable to be advanced to the desire location. The details of the lesion and procedure are unknown. It was not known how the procedure was completed, however, it is noted that no patient injuries or complications were reported and the patient's status is reported as "ok". Returned device analysis revealed stent damage.